Manufacturer narrative:
Product has been returned and failure investigation identified a plastic deformation. Root cause was unable to be determined.

Event description:
Pt reported pigtail tubing separated from the cartridge.